Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 7. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.